Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found in addition to multiple broken elements, the bending section has a crack, air/water supply doesn't have flow and is clogged, angulation repair is recommended and the channel elevator inlet is loose and leaking. The faulty parts were replaced. The device was inspected and passed olympus functional standards. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported to olympus the evis exera ii ultrasound gastrovideoscope carbon dioxide (co2) is not working. Upon inspection and testing of the returned device, it was observed that the light guide cover glue is peeling and the probe unit is chipped which is impacting the image. This report is being submitted for the event found during estimation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of the light guide cover glue peeling and the chipped probe unit likely occurred from physical stress on the device. The specific root cause of the physical stress could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.